Manufacturer narrative:
10. Additional manufacturer narrative: additional information received. Corresponding sections updated. Section h.6 codes remain the same as previously reported.

Event description:
Allegedly, patient was diagnosed with an adverse local tissue reaction. Additional information on 07-02-2021: right hip additional information received on 07/02/2021, stating that there was elevated blood cobalt. It is recommended to do a revision surgery on patient. The device will be scheduled for explant.

Manufacturer narrative:
See attached. Updated section b event or problem description, section e and f initial reporter information. The device has not been explanted as stated on the previous report. - attachment: [wd011615.pdf].

Event description:
Allegedly, patient was diagnosed with an adverse local tissue reaction. Additional information: right hip.

Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluate.

Event description:
Allegedly, patient was revised due to adverse local tissue reaction. Additional information: right hip.